Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was receiving an error code. A bsn sales representative attempted to upgrade the patient's ipg but was unsuccessful. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the ipg was replaced and the patient was reportedly doing well following the procedure. The error code was verified. Analysis found corrupted seeprom 1 data in software configuration, battery and patient data blocks. The corrupted battery block data was interpreted as the device in hibernation even though the actual battery voltage was 4.05 volts. Due to this hibernation condition, the device could not be linked and became inaccessible. The root cause of the seeprom 1 data corruption reportedly occurred during the attempted firmware upgrade.

Event description:
A report was received that the patient was receiving an error code. A bsn sales representative attempted to upgrade the patient's ipg but was unsuccessful. The physician has recommended an ipg replacement.